Event description:
The doctor was revising a total hip for instability. The doctor removed a 32mm 0 degree liner and 32mm +8 lfit head from the patient. He commented that there was what appeared to be corrosion on the trunnion. After trialing some options the surgeon chose to implant a trident constrained liner with a 22mm head. He commented that this construct feels very stable.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding corrosion and instability involving a femoral head was reported. From the material analysis report, corrosion was confirmed. However, the reported event of instability could not confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report dated february 6th 2015. Dark adhered debris and surface texture variations were observed in areas of the taper surface. The material analysis report concluded that areas of the femoral head taper contained dark adhered debris and surface texture variations consistent with a mechanically assisted corrosion process. The debris composition was consistent with a corrosion product. No material or manufacturing defects were observed on the device features examined. Dimensional inspection: evaluation of the returned device noted that the ID taper had damage consistent with assembly and disassembly of the device during implanting and explanting. As a result of this damage it was not possible to measure and re-inspect the angle, diameter and roughness of the taper. All other dimensions were measured and found to be compliant to specification. Medical records received and evaluation: a medical review was not performed as medical records were not provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
The doctor was revising a total hip for instability. The doctor removed a 32mm 0 degree liner and 32mm +8 lfit head from the patient. He commented that there was what appeared to be corrosion on the trunnion. After trialing some options the surgeon chose to implant a trident constrained liner with a 22mm head. He commented that this construct feels very stable.